Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected out-of-range right atrial (ra) lead impedance measurements and out-of-range right ventricular (rv) lead amplitude measurements. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.